Manufacturer narrative:
Manufacturer reference #: 6755.

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +13.0d) was implanted backwards in the eye during a patient's primary cataract surgery. The surgeon decided to exchange the lal for another lal during the same surgery. Rxsight's first awareness of this event was on (B)(6) 2024.